Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a 2008k2 machine does not ultrafilter (uf) what is programmed during treatment. Additional information was provided during follow-up. The cause of the reported issue is a damaged uf pump. The uf pump was replaced and calibrated to resolve the issue. The machine passed functional testing and was returned to service. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. No parts are available to be returned to the manufacturer for physical evaluation. The patient was able to complete treatment on another machine with the same disposables.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
It was reported to fresenius that a 2008k2 machine does not ultrafilter (uf) what is programmed during treatment. Additional information was provided during follow-up. The cause of the reported issue is a damaged uf pump. The uf pump was replaced and calibrated to resolve the issue. The machine passed functional testing and was returned to service. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. No parts are available to be returned to the manufacturer for physical evaluation. The patient was able to complete treatment on another machine with the same disposables.